Event description:
It was reported that a remote transmission indicated that the device was at end of service (eos) due to a charge circuit timeout during an auto-capacitor formation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the returned device indicated a current leakage in the integrated circuit due to gate/cap oxide breakdown. Performance data was also collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). There was a charge circuit timeout with an alert on (B)(6) and (B)(6) 2013. There was excessive charge time on (B)(6) 2013. All prior to eri, and > 3 v. Not at eri, battery voltage at 3.0878 on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.